Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. It was initially reported by the customer that when the catheter was advanced into the left ventricle, the catheter was unable to be zeroed on the carto 3 system. The caller stated that the force reading displayed on the carto 3 system went from no force to hi. The caller stated that a force sensor error (unknown error code) was displayed on the carto 3 system. The catheter connections were reseated without resolution. When the catheter was replaced, the issue resolved. The procedure continued with no further issues. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-apr-2026, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the electrode section. These findings were reviewed and assessed the issue as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed a reddish brown material inside the pebax and a separation between pebax and electrode section; additionally corrosion at the electrode separation was detected. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax and corrosion at the separation area could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The potential cause of the corrosion could not be determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside the device. Explanation of codes: investigation findings: mechanical problem identified (c07) and manufacturing process problem identified (c16 / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the separation in the pebax and the customer reported force issues. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the corrosion on the electrode identified by bwi pal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).